Manufacturer narrative:
The device is expected to be returned to the manufacturer for investigation. It has not been received.

Event description:
The event involved a customer report that a transpac tubing set was disconnected/broken between the line and the blood withdrawal port during infusion. It was reported that the device was replaced with no further problems enountered. There was no adverse event or delay in critical therapy reported.

Manufacturer narrative:
One (1) used partial set 01c-42640-06 transpac® IV monitoring kit with safeset¿ reservoir and blood sampling port, lot# 3550279 was received for testing. Testing found a tubing separation between the three (3) inch arterial pressure tubing and the safeset port. The cause of the separation was insufficient solvent bond on the tubing. The reported complaint of tubing breakage or separation was confirmed. The cause of the separation was due to insufficient solvent. A review of lot# 3550279 showed (B)(4) units were manufactured, tested, and inspected and released november 2017. There were no non-conformities noted.